Manufacturer narrative:
B3. Date of event: actual event date is unknown. Healthcare facility: (B)(6) center, (B)(6). The product was not returned; therefore, no physical analysis could be performed. A labeling review was performed, and ineffective treatment and urinary urgency are documented as a potential risks associated with the use of the device. There was no evidence that the device was used or handled improperly. Based on the information available, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the patient that the water vapor therapy procedure did not work for him. The patient is experiencing urinary urgency. In addition, the patient reported that when sitting and getting up after a while, he has to rush to the bathroom to urinate. No further information was provided.

Manufacturer narrative:
Date of event: actual event date is unknown. (B)(4).

Event description:
It was reported by the patient that the water vapor therapy procedure did not work for him. The patient is experiencing urinary urgency. In addition, the patient reported that when sitting and getting up after a while, he has to rush to the bathroom to urinate. No further information was provided.